Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a suspected thrombus in their inflow cannula; however, the site could not confirm the thrombus as no computerized tomography (CT) scans were performed. Log file analysis captured low flow events with associated consistent high pulsatility index (pi) values. A ramp echocardiography was performed and the pump speed was increased by 100 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from 02apr2022 to 04apr2022. The pump operated as intended at the set speed for the duration of the log file. The log file captured 11 low flow alarms throughout the log file when the flow dropped below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended. The account submitted log files with initial concerns for potential inflow cannula thrombus. The log files did not contain notable trends typically corresponding to device thrombosis. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.